Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display and user interface became nonresponsive, preventing the patient from completing a meal announcement and from navigating to initiate a firmware update, despite attempts to recalibrate the screen, restart the device via wake button and charging pad, and replace supplies; a replacement device was shipped and the original devices were returned. Symptoms included none, and blood glucose was reported stable while using a dexcom g6. Outcomes included no injury, no medical intervention, and continued cgm use until replacement. Investigation included customer troubleshooting, product replacement logistics, and receipt of returned devices for evaluation. Investigation of this case revealed a failure to respond to user inputs consistent with a device malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was by an impact to the edge of the display assembly.